Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the battery cap contacts were damaged. The customer also reported a crack on the the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the device. The product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring black. Case type ngp. Customer returned device for alleged cosmetic damage located at the battery compartment and battery cap damage found on august 05, 2022. Unable to verify battery cap damage due to pump received without the original battery cap. The device passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: serial number label stained, pillowing keypad overlay, scratched keypad overlay, torn keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Cosmetic damage was confirmed at case corner of the belt clip rails near the battery compartment and battery tube threads. Customer alleged for battery cap damage unknown due to pump received without the original battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Customer returned pump for alleged cosmetic damage located at the battery compartment and battery cap damage and experiencing other battery related alarms or issues found on 05-aug-2022. Unable to verify battery cap damage due to pump received without the original battery cap. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: serial number label stained, pillowing keypad overlay, scratched keypad overlay, torn keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 08/05/2022 at 11:51:00.000. Failed batt/battery failed alarm on 08/05/2022 at 12:14:05.000. Cosmetic damage was confirmed at case corner of the belt clip rails near the battery compartment and battery tube threads. Customer alleged for battery cap damage unknown due to pump received without the original battery cap. Customer alleged for experiencing other battery related alarms or issues not confirmed according to the power management graph. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h6 and h10-product analysis summary with this report.